Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that while the patient was hospitalized for a non-cardiac reason, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead stored three episodes of oversensing noise that led to pacing inhibition with asystole ranging from just over two seconds to six seconds.. The rate response trend feature was programmed off in the crt-d. Boston scientific technical services (ts) was consulted and discussed further troubleshooting and programming options. It was noted that the patient had an occlusion, thus the previous upgrade to the bi-ventricular device was difficult and the patient was very sick. The cause of the noise was not able to be determined. The field representative stated that the physician was considering programming electrocautery mode while the patient was in the hospital. Ts advised that the patient would not have tachycardia therapy available with that programming. The field representative stated that no further tests were performed and the physician elected to program electrocautery mode on. The patient was discharged from the hospital with a life vest until a decision was made on how to proceed. The field representative is unaware if any other changes have been made to the system or if the patient has been seen since being discharged. The crt-d and rv lead remain in service and no additional adverse patient effects were reported.